Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided is the average for all the patients. At this time, no additional information was available.

Event description:
Literature: shaladi am, crestani f, tartari s, piva b. [Our experience in the chemical spinal neuromodulation in chronic pain from spinal collapse due to osteoporosis]. Clin ter. Nov-dec 2009;160(6):441-444. Summary: the authors examined the use of continuous infusion pump for intrathecal morphine in patients with chronic pain from osteoporotic vertebral collapse that can not tolerate therapy with systemic opioids because of severe side-effects. A total of 24 patients (19 women and 5 men with an average age of 73.3 years) with a diagnosis of chronic pain from vertebral collapse refractory to treatment were treated with intrathecal infusion of morphine via a pump. The authors reported that at one year follow up, there was a significant reduction in pain and no patient required an additional systemic treatment. Reportable event: the authors reported the following adverse events; nausea occurred in 3 patients; in one case, there was infection of the wound requiring antibiotic therapy, in one other patient there was a delay in wound healing, and in two patients there was discoloration of the catheter requiring reinsertion. No patients required the administration of additional analgesics. Complications resolved with standard medical care in a short period of time.